Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) screen is damaged/defective. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue and recommended replacing the display. The fse also recommended replacing the safety disk as it was past due. If any further information is provided, the investigation will be reopened and processed accordingly.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).